Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for lot 23257ddand supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
On 2 times the string pulled out [device breakage] the string pulled out with the tampon inside of her. She went to zoom care to have 1 tampon removed [foreign body in reproductive tract] case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 40-year-old female who was being treated with o.b. Original tampons (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the consumer started use of o.b. Original tampons. On (B)(6) 2024, after inserting the product, the string pulled out and she had to go to zoom care on (B)(6) 2024 to have the tampon removed. On (B)(6) 2024, the string again pulled out of the tampon, but the patient was able to remove it herself. Both tampons were from the same box. As of (B)(6) 2024, the status of product use was not reported, as the patient was not sure she would use the product again. No additional information was provided.